Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebn0646 showed three other similar product complaints from this lot number.

Event description:
It was reported that while preparing for ultrasound, the user placed probe in the cover and gel came through the probe cover. It was reported that the hole was approximately 1 cm in from the edge of the top of the probe cover. This occurred on four different probe covers. This file addresses the initial probe cover.